Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.

Manufacturer narrative:
Not returned. After it was determined that it was a lawyer posing as a patient and seeking to have the device interrogated, we initiated a process for making more appropriate arrangements for gathering information about this device. On june 17, 2005 guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made in april and november of 2002. This device was manufactured before april 2002, and is included in this population.